Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging that a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.